Event description:
During a dialysis treatment with a vaxcel dialysis catheter, air was detected. An alarm sounded and the machine was stopped by the nurse. An air bubble was noted in the arterial line and the dialyzer tubing. The port of the dialysis catheter was clamped and the pump was turned off. An attempt to aspirate air from the arterial port was unsuccessful. The pt coughed and blood was noted around the insertion site of the catheter. A dressing was applied and oxygen started, the pt was placed in a trendenleburg position on the left side. The dr was notified and the pt was transferred to hosp. The pt subsequentely expired. This device has not been received for eval. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed and co is unable to determine if the device met its specifications. Co's folllow up indicated this catheter was in place for approx 7 months and accessed 3 times per week during that time. Additional info received indicated that the pt was transferrred from one hosp to another medical center, however co has been unable to obtain any additional details surrounding the circumstances of this event. Therefore, co is unable to determine the relationship between the device and the cause for this event from either hosp. Directions for use outline appropriate placment, access and maintenance procedures.